Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose level was 504-505 mg/dl. A supply change was performed and insulin via an insulin pen was delivered to address bg. Customer loaded new pump supplies and the pump performed as intended. Customer continued to use the pump for insulin therapy.